Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Block h2 (additional information): block b5 has been updated based on the additional information received on february 27, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6) 2023. The device was assembled accordingly where there was no difficulty experienced upon setting up the device. During the procedure, when trying to deploy the first band, it did not deploy off of the ligator cap. After checking the device, it was observed that "the wire coming out immediately from the cap was cut." The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 27, 2023: it was reported that the patient remained hospitalized for clinical follow up.

Manufacturer narrative:
Block h6: imdrf device code (B)(6)captures the reportable event of bands unable to deploy. Imdrf device code (B)(6)captures the reportable event of suture broken. Block h10: the returned speedband superview super 7 (handle and the ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached and some of them were moved. The suture thread was fully unfolded from the ligator housing, and it still had five bands attached. The suture thread was in good condition and contained the seven knots. The handle slot did not show insertion marks of the trip wire. The ligator housing teeth were bent/damaged. The suture hole of the ligator housing was in good condition. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of broken suture was not confirmed. Upon analysis, it was found that the suture thread was unfolded from the ligator housing and it still had five bands attached and some of them were moved, and the ligator housing teeth were bent/damaged. This suggests that the device could not deploy. The suture thread was complete and in good condition. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured; however, the IFU states "secure trip wire in slot on handle unit." The condition bent ligator housing teeth, along with the evidence that the trip wire was not secured to the handle slot, suggest an incorrect application of tension to the trip wire at the time of deployment, causing the inability of the device to deploy the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6), 2023. The device was assembled accordingly where there was no difficulty experienced upon setting up the device. During the procedure, when trying to deploy the first band, it did not deploy off of the ligator cap. After checking the device, it was observed that "the wire coming out immediately from the cap was cut." The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6), 2023: it was reported that the patient remained hospitalized for clinical follow up.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic varicose ligation procedure performed on (B)(6) 2023. The device was assembled accordingly where there was no difficulty experienced upon setting up the device. During the procedure, when trying to deploy the first band, it did not deploy off of the ligator cap. After checking the device, it was observed that "the wire coming out immediately from the cap was cut." The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.